Manufacturer narrative:
Please note that the device reported is an optease vena cava filter for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in a legal brief, approximately 10 years after a placement of an optease ivc filter, the patient had events including, but not limited to, fracture, tilt, migration, perforation, and erosion of the filter through the superior vena cava and adjacent aorta, directly and proximately causing internal hemorrhaging and death. The cause of plaintiff s decedent's death was determined by an autopsy. The device was not returned for analysis nor was a sterile lot number provided in order to conduct a device history record review. Given the limited information available for review at this time, the reported filter fractured/separated-in patient, migration, tilt, vessel perforation and internal hemorrhage could not be confirmed and the exact cause could not be determined. The product¿s instructions for use note possible long-term complications associated with filter implantation to include, but not limited to, filter perforation of the vena cava wall, filter migration and filter fracture. The IFU also notes that ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at the apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.¿ based on the information available and without an analysis or DHR, there is no indication of a design or manufacturing related cause for the reported events; therefore, no corrective action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief (B)(6) vs. Cordis, approximately 10 years after a placement of an optease ivc filter, the patient had events including, but not limited to, fracture, tilt, migration, perforation, and erosion of the filter through the superior vena cava and adjacent aorta, directly and proximately causing internal hemorrhaging and death. The cause of plaintiff s decedent's death was determined by an autopsy.